Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source foreign - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple mdrs were filed for this event. Please also see: 001822565-2018-00218, 001822565-2018-00219, 001822565-2018-00220, 3002806535-2018-00631, 3002806535-2018-00632.

Event description:
Information received from national joint registry that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure was performed due to periprosthetic fracture.